Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead undefined, qualified as high impedance and poor signal was noted. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.